Manufacturer narrative:
The patient reported that they primed the pump while attached to the infusion set, administering excess insulin. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime / rewind sequence. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No other conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. Prior to entering the prime menu the pump displayed the appropriate warnings to disconnect from the pump during prime. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
It was reported that the patient was treated by paramedics for unconsciousness and hypoglycemia.